Manufacturer narrative:
Insulin pump responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. No damage to the keypad assembly noted. Unit passed displacement test. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia and insulin pump had up and down key was sticking out. The customer blood glucose level was 400 mg/dl. No harm requiring medical intervention was reported. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated an alarm was not in progress at the time the button was unresponsive. The device will be returned for analysis.